Manufacturer narrative:
Conclusion and justification status: the complaint states total knee arthroplasty. When impacting the femoral implant onto the patient, the red connector lever and spring broke off the impactor handle and fell onto the floor. The black femoral impactor connector (part that actually hits the implant) became loose and could not hold onto the impactor handle as a result. It appeared the handle connector could not withhold the force of the impactions. All parts were retrieved (none missing) and are being sent back to the office. As a consequence the surgeon used the extra impactor handle that was in the set. 1 minute delay, no adverse event. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When impacting the femoral implant onto the patient, the red connector lever and spring broke off the impactor handle and fell onto the floor.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.